Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed leaking from the bottom of the cartridge. There was no impact to the customer's blood glucose level. Additionally, the customer reported experiencing resistance when filling a cartridge. Tandem technical support instructed the customer on the proper fill technique.